Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right femoral artery access site occlusion with a "probable" relationship to the impella device used: patient presenting for worsening right lower extremity pain on ambulation. Patient denied any rest pain but said that after walks even 10m there is severe right lower extremity pain, the patient underwent successful right femoral thrombectomy and endarterectomy bovine pericardial patch. The patient recovered with no sequelae.